Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.s721usqs8cyl3. Hardware: sm-s721u. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that the pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure. It was also reported that the patient's blood glucose level rose to 300 mg/dl while wearing the pod longer than 48 hours. Upon removal from the infusion site on the abdomen, the cannula was observed to be bent, and skin redness was noted. No information regarding any medical treatment was provided.